Manufacturer narrative:
The hill rom technician found the brake alarm inoperable. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. No further info is available on the repair of the bed at this time. If any additional relevant info is identified following completion of the repair, the additional relevant info will be submitted in a supplemental report.

Event description:
Hill-rom received a report from a hill-rom technician stating the brake not set alarm was inoperable. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).